Manufacturer narrative:
Product complaint # (B)(4). Three unopened samples of product code w9918, lot aj5620 were received for analysis. The complaint sample was not returned for evaluation. During the visual inspection of three samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were observed. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no performance - breakage suture was found and the tested samples met the finished goods requirements. Representative samples returned to support investigation of 2 device issues captured in reports 2210968-2019-88104. Analysis results have been included in follow up reports for each.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device aj5620 number, and no non-conformance's were identified to date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Clarify the event. Did the needle pull off the suture thread or suture thread broke? Did 2 devices had issue in this single procedure? Device return status / follow up.

Event description:
It was reported that the patient underwent an unknown procedure in 2019 and the suture was used. During surgery, the suture was breaking, the thread breaks from the needle. There were no patient consequences reported.